Event description:
On 01/07/2009 "caller alleged discrepant results compared with the lab. Results as follows:" date: late 2008, inratio: 4.3, lab: 2.1; eleven days later, 3.6, 2.7; early 2009, 4.1, 2.1.

Manufacturer narrative:
On 01/20/2009: date: late 2008, inratio: 4.3, lab: 2.1, mean: 63.2, confidence limits: 1.9-4.6; eleven days later, 3.6, 2.7, 3.2, 1.9.-4.6. Per tsr, time of testing between inratio and lab is not indicated. Per three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Hence, functional testing is not required at this time, but meter will be tested when it is returned. As of 01/20/2009, the meter is expected to return. Hence, additional testing/investigation will be required when meter is returned.